Manufacturer narrative:
Root cause: because a sample is unavailable for evaluation, a root cause could not be determined. Corrective action: due to the root cause, a corrective action has not been taken. Investigation summary an internal complaint (call 51540) was received indicating that a 14 french foley catheter (part 81-080414eu, lot 5127993) malfunctioned during use. Specifically, the balloon ruptured after placement. The product was in place for three days before the rupture occurred. An inventory check was completed november 3, 2020. The lot size was 300, and per ansi, 10 were verified. All samples checked were acceptable. The silicone catheter portion of the device is manufactured by spectrum plastics group. Therefore, a scar was issued to spectrum. A response was received january 18 and accepted by deroyal personnel. Spectrum reviewed its device history record for the lot number of the affected catheter and found no non-conformances. Each unit was 100 percent inspected during the process, and qc staff perform a functional device inspection prior to distribution. The investigation is complete at this time. If new and critical information is received, this report will be updated.

Event description:
A 14 french foley catheter was placed (B)(6). The balloon ruptured (B)(6).

Manufacturer narrative:
Investigation summary: an internal complaint (call 51540) was received indicating that a 14 french foley catheter (part 81-080414eu, lot 5127993) malfunctioned during use. Specifically, the balloon ruptured after placement. The product was in place for three days before the rupture occurred. The investigation is ongoing at this time. When new and critical information is received, this report will be updated.

Event description:
A 14 french foley catheter was placed november 1. The balloon ruptured on (B)(6) 2020.